Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states a catheter was in placed for approximately 1 year and 1 month, since (B)(6) 2013. A crack was found at the y junction of the catheter. The catheter was pulled and replaced. The patient is healing properly. There is no additional information available at this time.